Event description:
It was reported that ongoing altitude alarms occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. There was no adverse impact to the customer's blood glucose level. After removing the obstruction from the speaker holes, the alarm cleared.